Manufacturer narrative:
The engineer found that the device has been assembled correctly. The seal appeared to have been stretched and torn. This may have occurred when a large device was passed through it. It may have been caused by user technique. We feel this investigation is complete and the complaint closed.

Event description:
It was reported that, "during an appendectomy, the seal in the reducer/valve broke into pieces and fell into the abdomen of the patient. The pieces were retrieved. There was no injury to the patient and the procedure was not altered."